Manufacturer narrative:
At this time, the complaint is under investigation. The devices were received for investigation and evaluation. The evaluation is anticipated however, not yet begun. The results will be provided in a supplemental report once the investigation has been completed.

Event description:
It was reported by the dentist that a patient had implant surgery on (B)(6) 2016 to place two implants on tooth locations #22 and #24. However, the patient has been experiencing pain; therefore, both implants were removed on (B)(6) 2016. It was reported that the patient's pain resolved after the implants were removed. There was no serious injury caused to the patient and the patient is reported to be doing well. The patient's bone tissue was type ii, with no bone loss, no granulated tissue, and no infection. There are no abnormal events, nor patient condition, nor circumstances known that may have cause this issue. There was nothing noted abnormal with the implant itself, and they are available for evaluation. Please refer to MDR 0002031503-2016-00070/p2016a.